Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they paused therapy for their patient to go to CT. The patient had returned and they have restarted therapy. The arctic sun device did not seem to be controlling the patient well. The water temperature had gone up and down, the patient temperature seems to be dropping. They have paused therapy a few times, and then changed the targeted temperature (tt) from 37c to 37.5c. Nurse states it has been about 10 minutes since last resuming therapy. No alerts or alarms. Confirmed targeted temperature (tt) was 37.5c, patient temperature (pt) was 36.2c, water temperature (wt) was 23c, water flow rate (wfr) was 2.5c, and rate was 0.5c. Device was in normothermia. Nurse confirmed patient has good pad coverage. Patient was not shivering. Explained anytime they pause therapy and then restart, the device takes about 15 minutes to gather patient metrics. They recommend giving the device about 30 minutes to an hour to adjust to patient¿s trends. Nurse confirmed they have not let therapy run for very long. Informed nurse to watch it over the next hour and call back if they have any issues. Called nurse back at 4:20 pm, nurse confirmed patient temperature had dropped to 35.4c but was now warming up, patient temperature (pt) was 35.9c and water temperature (wt) was 36c-40c.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They have paused therapy a few times and then changed the targeted temperature (tt) from 37c to 37.5c. Nurse states it has been about 10 minutes since last resuming therapy. No alerts or alarms. Confirmed targeted temperature (tt) was 37.5c, patient temperature (pt) was 36.2c, water temperature (wt) was 23c, water flow rate (wfr) was 2.5c, and rate was 0.5c. Device was in normothermia. Nurse confirmed patient has good pad coverage. Patient was not shivering. Explained anytime they pause therapy and then restart, the device takes about 15 minutes to gather patient metrics. They recommend giving the device about 30 minutes to an hour to adjust to patient¿s trends. Nurse confirmed they have not let therapy run for very long. Informed nurse to watch it over the next hour and call back if they have any issues. Called nurse back at 4:20 pm, nurse confirmed patient temperature had dropped to 35.4c but was now warming up, patient temperature (pt) was 35.9c and water temperature (wt) was 36c-40c. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they paused therapy for their patient to go to CT. The patient had returned and they have restarted therapy. The arctic sun device did not seem to be controlling the patient well. The water temperature had gone up and down, the patient temperature seems to be dropping. They have paused therapy a few times, and then changed the targeted temperature (tt) from 37c to 37.5c. Nurse states it has been about 10 minutes since last resuming therapy. No alerts or alarms. Confirmed targeted temperature (tt) was 37.5c, patient temperature (pt) was 36.2c, water temperature (wt) was 23c, water flow rate (wfr) was 2.5c, and rate was 0.5c. Device was in normothermia. Nurse confirmed patient has good pad coverage. Patient was not shivering. Explained anytime they pause therapy and then restart, the device takes about 15 minutes to gather patient metrics. They recommend giving the device about 30 minutes to an hour to adjust to patient¿s trends. Nurse confirmed they have not let therapy run for very long. Informed nurse to watch it over the next hour and call back if they have any issues. Called nurse back at 4:20 pm, nurse confirmed patient temperature had dropped to 35.4c but was now warming up, patient temperature (pt) was 35.9c and water temperature (wt) was 36c-40c.